Event description:
Caller reported an issue with a cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session. The customer was guided through a pump reset, after which the cgm error did not reappear. The caller successfully started their sensor session.